Manufacturer narrative:
The exposed portion of soft cannula for the received pod was found to be damaged. Fluid passed freely through the complete fluid path during fluid path test, even though the exposed soft cannula was damaged. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 24 mmol/l (>432 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.